Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during a cholesteatoma removal surgery the device conductive link was inadvertently damaged. Therefore, the patient was re-implanted with a new vibrant soundbridge during the same procedure.